Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes that caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿customer found that the hemogard caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis.¿

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for decapping (stopper creepout) was observed. Additionally, retention samples from bd inventory were previously evaluated by functional testing and upon completion the indicated failure mode for decapping (stopper creepout) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping (stopper creepout). Bd has initiated further root cause investigation relating to the issue of decapping (stopper creepout) through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes that caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿customer found that the hemogard caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis.¿